Manufacturer narrative:
B3, d6a, d6b event, implant and explant dates are estimated as 01jan2025 as event date reported as jan 2025.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro closure device and delivery system (wds) were selected to be used. After releasing the closure device in the laa, the closure device embolized to the patient's left ventricle. The patient was sent to surgery for device explantation.

Manufacturer narrative:
D6b event, implant and explant dates are corrected from (B)(6) 2025 device evaluated by MFR: returned product: the returned device consisted of a watchman flx pro implant only. The fabric was bloody. Microscopic inspection was performed and showed the implant had frame damage consisting of anchors entangled with the struts. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Media from the clinical procedure was provided to boston scientific corporation (bsc) and reviewed by a member of the bsc global medical safety organization. The media review report concluded: the media is insufficient to assess pass criteria and determine what could have led to the embolization.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro closure device and delivery system (wds) were selected to be used. After releasing the closure device in the laa, the closure device embolized to the patient's left ventricle. The patient was sent to surgery for device explantation.